Event description:
As reported by an edwards lifesciences affiliate in (B)(6), an esheath (16fr) and a non-edwards's sheath (20fr) was difficult to insert from both sides, and right external iliac artery (eia) bleeding was observed. The area was repaired with an artificial blood vessel.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards esheath introducer set was not returned for evaluation. As no work order was returned, lot history review and device history record (DHR) review were unable to be performed. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No imagery was provided for review. The labeling/ instructions for use (IFU) for the commander delivery system and sapien 3 IFU, device prep manual, and procedural training manual were reviewed captured in a technical summary, which applies to this event. Per caution/warnings: do not use this device in patients who have the following. [Access vessel injury may occur.] Ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath. Do not use the thv in patients with access vessel diameters <6.0mm for 29 mm systems. Throughout the procedure, intermittently flush the expandable sheath with heparinized saline from the flush port. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for "sheath insertion and suturing - inability to introduce sheath" was unable to be confirmed without the returned device or relevant procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As such, a manufacturing non-conformance was unable to be identified. Furthermore, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue per the complaint description, "as there was insertion difficulty of esheath (16fr), a dryseal (20fr) was attempted to insert, but dryseal also difficult to insert. Then, esheath and dryseal were inserted from contralateral side, however right external iliac artery (eia) was torn. Repair with an artificial blood vessel was performed. The procedure was cancelled, and the valve was not deployed. Resistance was felt when insertion and removal." Per the IFU/training materials, "do not use this device in patients who have the following. [Access vessel injury may occur.]: ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath" and "caution: do not use the thv in patients with access vessel diameters <6.0mm for 29mm systems." Per the complaint details, there was "circumferential severe calcification, moderate tortuosity, and undersized vessels (mld of 2.9mm and 3.0mm). It is likely that these patient factors played a role in the inability to introduce the sheath into the patient, as they can create a challenging pathway for sheath insertion/advancement. Calcification and undersized vessel diameters can constrain the sheath, while tortuosity can lead to suboptimal angles and lead to increased friction between the sheath and patient access vessel. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint event. The complaint for "sheath insertion and suturing - inability to introduce sheath" was unable to be confirmed. As the device was not returned, the presence of manufacturing non-conformances was not able to be identified. Available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. No product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect was identified, no corrective or preventative action nor pra is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors calcification, tortuosity, undersized vessel) may have contributed to the complaint event. It is likely that these patient factors played a role in the inability to introduce the sheath into the patient and may have contributed to the reported vascular injury.